Event description:
Staff reported left hand siderail difficult to latch, no injury reported. Tsr found the left head siderail wouldn't latch unless you pulled up on the handle and then move the siderail up to the latched position. Replaced head siderail latch.